Event description:
It was reported that during a da vinci-assisted surgical procedure, there were rotational issues with 30 degree endoscope. The endoscope was not rotating as expected and sometimes was stuck in position. Before calling an intuitive surgical (is) technical support engineer (tse), they had already replaced the endoscope with a spare one and continued the procedure without further issues. The tse reviewed the error logs and found several errors 23003 on axis 4 on the universal surgical manipulator (usm)/arm 3, where the endoscope was installed. The tse guided the customer to rotate the faulty endoscope manually, and he stated that it moved smoothly in one direction, but it was very difficult to move in the other direction. It got stuck and made audible noises. The procedure was completed as planned with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope did change up and down properly. The issue did not cause a procedure delay. The image was not inverted. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms. The 30-degree endoscope was installed in the up orientation. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. Prior to the event, the endoscope was not manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the endoscope is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer clarified that the endoscope did not move freely with uncontrolled motion despite the reported issue. The endoscope was stuck and could not be changed between 30 up and down. Isi received the 30-degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope was visually inspected and found with a camera adapter failure. Additionally, the endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal/proximal over-molded section of cable assembly near the shell housing of the endoscope cable was found delaminated.

Event description:
Refer to h10/h11 for follow-up information.